Event description:
The robot started alarming. I tried to call the representative and she said call the (B)(4) number, which I did. The vision cart's monitor went off and all the robot's arms won't move and all red light.